Event description:
Information was received from the patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implanted pump for non-malignant pain. It was reported that the communicator was totally fried and would not let them do anything on it. Th patient had been without their system for a few days now. The date (B)(6) 2025 is considered an approximate onset/date of event (specific month and year known only). It was further reported that for quite a while, the handset was not working right either and then it stopped. They had to turn the handset on/off before it finally would start coming on, and it took approximately 4 to 5 minutes until the handset would work to where it would say an issue and to restart. It also took a long time to connect. The agent had the patient clear the data and close all apps. At the time of the report, troubleshooting also included having the patient try to use the communicator with and without the power cord, but they were still not able to get the communicator to power on. The patient was questioning if there was an electrical short in the cord. The patient did try another outlet and cord, but still nothing after attempting to reset. The device would not hold a charge either. The issue was not resolved through troubleshooting and a request for replacement was made. Additional information later received via the patient indicated that they received the replacement communicator, but they were not able to connect it. At the time of the call, the patient confirmed bluetooth and location were on. The agent walked the patient through connecting the device to the pump and the patient was able to see the deliver bolus screen. The patient was to call back if further assistance was needed. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial#: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.